Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump alarmed motor error during occlusion test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump had minor scratches on lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
Customer reported that the insulin pump alarmed motor error during prime. Customer stated that she has experienced high blood glucose for 2 days and had changed the infusion set and reservoir back then and two days after changed it again and while priming alarm occurred. Device was not exposed to a magnetic field. Customer does use the sensor feature and is able to complete the rewind sequence. Blood glucose value was 190 mg/dl; current value 260 mg/dl. Customer declined to troubleshoot for high blood glucose; she stated that she thinks it is due to late pregnancy insulin resistance. Nothing further reported.